Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was restored postoperatively.